Event description:
It was reported that a power source alert occurred, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer that the insulin on board and maximum hourly bolus settings are reset to zero after a shutdown and informed the customer to manually restart continuous glucose monitoring sessions. They recommended using tandem charging supplies, leaving them plugged in for at least 30 consecutive minutes, and advised monitoring the situation and calling back if the issue persists. The customer understood and acknowledged the instructions.